Event description:
During the procedure, the distal tip teflon pad partially detached from the jaw of the device. There was no serious injury reported.

Manufacturer narrative:
The overall condition of the unit evaluated indicated that aggressive use was the most likely cause of the reported partially detached teflon pad.